Event description:
It was reported that there has been a gradual rise in shock lead impedance (sli). Recently the sli reached greater than 125 ohms. Technical services recommend commanded shock delivery, if device were to reach the 145-150 ohm range, with daily measurements, and potentially increasing the shock impedance limit to 150 ohms. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.